Manufacturer narrative:
The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the rubber stopper at the y site broke in half while in use with a patient. The device leaked medication, saline and blood onto the patient and disposable curtain. There was patient involvement but no patient harm reported.